Event description:
Boston scientific received information that the communicator was not working. The patient had plugged the communicator and the power cord started to smoke. A boston scientific company representative advised the patient that the power cord will be replaced and not to use the communicator. Furthermore, the company representative provided the patient with general information on the return process. A return slip was sent to the patient¿s address. The communicator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed and confirmed the allegation on sn (B)(4). The returned power brick was measured. The power brick did get warm after 20 minutes and reached 57.2 degrees celsius. The power brick was opened up and zd1 was found to be shorted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.